Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 25feb2020 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that the screw button of her humapen ergo ii was stuck on (B)(6)2019 and no insulin was dispensing out; therefore, she missed four doses. The patient experienced increased blood glucose in (B)(6) 2019. The device was not returned to the manufacturer for investigation (batch 1206d02, manufactured june 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to pen jam issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported the device was used for ten years. However, based on the age of the pen (manufactured june 2012), the in-use time was likely seven-plus years. The instructions for use states the humapen ergo ii has been designed to be used for up to three years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 73-year-old female patient of an unknown origin. Medical history included hepatic disorders and cardiac palpitation. Concomitant medications include unspecified effervescent granules for hepatic disorders, unspecified patch and unspecified medication both for the treatment of cardiac palpitation. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) suspension via a reusable device (humapen ergo ii), subcutaneously for the treatment of diabetes mellitus beginning approximately in 2009. Dosage regimen was not provided. Late (B)(6)2019 her blood glucose level turned high as it sometimes reached 200, 250, 260 mg/dl (reference values were not provided). Reportedly, she was hospitalized as consequence of high blood glucose. Hospitalization dates were not provided. Approximately, on (B)(6)2019, while taking human insulin isophane suspension 70%/human insulin 30% treatment she experienced hepatic coma and cerebral thrombus, so on (B)(6)2019 was hospitalized for a week. Approximately, since (B)(6)2019 the humapen ergo ii was impaired, because the screw button of the injection pen stuck (pc: 5012489; lot: 1206d02) and no insulin was dispensing out, therefore she missed four doses of human insulin isophane suspension 70%/human insulin 30% and since then her blood glucose level increased reaching values of 411mg/dl (no references values were provided). On (B)(6)2019, she was discharged from the hospital. Information regarding corrective treatment was not provided. On (B)(6)2019, she recovered from hepatic coma. She was recovering from cerebral thrombus. She did not recover from the events of high blood glucose and drug dose omission. Human insulin isophane suspension 70%/human insulin 30% treatment was continued. The training status of the unknown user was not provided. The general model humapen ergo ii duration of use was not provided and the suspect humapen ergo ii duration of use was approximately ten year as it was started approximately in 2009. The humapen ergo ii, which was manufactured in jun2012, was stopped on (B)(6)2019 and was not returned to the manufacturer. The reporting consumer did not relate the events to human insulin isophane suspension 70%/human insulin 30% treatment. The reporting consumer related the event of missed dose to the humapen ergo ii device and did not relate the remaining events to the humapen ergo ii device. Edit 15jan2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 15jan2020: edited above edit statement from 15jan2019 to 15jan2020 date. Update 11feb2020: (B)(4) was received, processed and added to the narrative. No other change was made to the case. No new information added. Update 12feb2020: additional information received on 04feb2020 from global product complaint database. Reiterated the suspect device of a humapen ergo ii device. Reiterated the lot number 1206d02 for product complaint 5012489 relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 25feb2020: additional information received on 24feb2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for pc 5012489 associated with lot 1206d02 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 25feb2020: additional information received on 25feb2020 from the global product complaint database. Entered updated device specific safety summary (dsss) for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old female patient of an unknown origin. Medical history included hepatic disorders and cardiac palpitation. Concomitant medications include unspecified effervescent granules for hepatic disorders, unspecified patch and unspecified medication both for the treatment of cardiac palpitation. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) suspension via a reusable device (humapen ergo ii), subcutaneously for the treatment of diabetes mellitus beginning approximately in 2009. Dosage regimen was not provided. Late (B)(6) 2019 her blood glucose level turned high as it sometimes reached 200, 250, 260 mg/dl (reference values were not provided). Reportedly, she was hospitalized as consequence of high blood glucose. Hospitalization dates were not provided. Approximately, on (B)(6) 2019, while taking human insulin isophane suspension 70%/human insulin 30% treatment she experienced hepatic coma and cerebral thrombus, so on (B)(6) 2019 was hospitalized for a week. Approximately, since (B)(6) 2019 the humapen ergo ii was impaired, because the screw button of the injection pen stuck (pc: unknown; lot: 1206d02) and no insulin was dispensing out, therefore she missed four doses of human insulin isophane suspension 70%/human insulin 30% and since then her blood glucose level increased reaching values of 411mg/dl (no references values were provided). On (B)(6) 2019, she was discharged from the hospital. Information regarding corrective treatment was not provided. On (B)(6) 2019, she recovered from hepatic coma. She was recovering from cerebral thrombus. She did not recover from the events of high blood glucose and drug dose omission. Human insulin isophane suspension 70%/human insulin 30% treatment was continued. The general model humapen ergo ii duration of use was not provided and the suspect humapen ergo ii duration of use was approximately ten year as it was started approximately in 2009. The humapen ergo ii was stopped on (B)(6) 2019 and its return was expected. The suspect humapen ergo ii was available for its return. The reporting consumer did not relate the events to human insulin isophane suspension 70%/human insulin 30% treatment. The reporting consumer related the event of missed dose to the humapen ergo ii device and did not relate the remaining events to the humapen ergo ii device. Edit 15jan2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Edit 15jan2020: edited above edit statement from 15jan2019 to 15jan2020 date.